Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. Philips fse (field service engineer) through various troubleshooting, (eg. Reconnecting the relevant circuit, replacing the touchscreen and replacing the mmi (man-machine interface) board) and determined the resolution was to replace the mmi board. The fse replaced the mmi board to resolve this issue. The unit passed extended self test after repairs were complete.

Event description:
The customer reported a touchscreen failure. There was no patient or user harm reported. The event date was not specified; estimate used.